Manufacturer narrative:
Four months later, we received new information from a physician's following report indicating this patient had passed away two months post the initial reported issue of high rv lead impedance measurements. The local area sales representative (sr) was then contacted for additional information. The sr noted that the pacemaker had reached elective replacement indicator (eri) and due to the patient's multiple co-morbidities, the physician had elected to not replace the pacemaker or the suspected fractured rv lead due to his condition. The sr was not aware of the documented cause of death or any allegations attributing the lead issues to the patient's death. The rv lead has not been returned. Four months later, we received new information that this patient had passed away two months ago. The reported cause of death was lung cancer. The physician's nurse stated the patient's device or previously reported lead issue had no contribution to the patient's death. There was no indication whether the lead was explanted or available for return.

Event description:
Boston scientific received information that a lead safety switch triggered on this right ventricular (rv) lead due to impedance measurements greater than 2500 ohms. The device is scheduled to be replaced soon. At that time, the physician will replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.